Manufacturer narrative:
Sample collection information were not provided. Qc information was not provided. Customer stated that they resolved the issue by adjusting the lab room temperature. Bci service suspected contamination and decontaminated system. Service indicated that the drift was related to the lab's air conditioning. As of 04/25/2011, the customer did not report any additional ion-selective electrode (ise) issues.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated high na, k, and cl results for one (1) patient. Results were reported out of the lab and were questioned by physicians. The customer did not provide any other details and it is unknown if results were amended. The magnitude of error is unknown. Multiple attempts were made to obtain additional data. The customer did not supply any additional data. Treatment was not initiated or withheld based upon the results reported.